Event description:
The pt is a (B)(6) female with a history of significant peripheral vascular disease. The pt was admitted to the medical center on (B)(6) 2010 with a chief complaint of left foot claudication. Following her medical work up, she was found to be a candidate for a left femoral thromboendarterectomy. During the procedure, an 8 x 27 mm visi-pro balloon expandable stent was lost from the balloon in the right external iliac artery. The stent kept catching on a preexisting stent, so the stent was withdrawn. On removal, it was noted that the stent was no longer attached to the balloon, and was confirmed to be in the right external iliac artery on fluoroscopy. Given the positioning of the stent, it was felt that it would be better to deploy the stent rather than retrieve it. The stent was inflated in the external iliac artery, partially in the previously placed right external iliac artery stent. F/u angiogram demonstrated normal patency without focal narrowing.